Event description:
During an ablation procedure, a farawave was selected for use. During procedure, it was unable to perform the irrigation flush. The device was inside the patient. The catheter was replaced, and procedure was completed with no patient complications. The device is not expected to be returned since it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.